Event description:
It was reported that this programmer exhibited unresponsiveness of the touch screen when it was being used to change the programmed settings of this patients implantable cardioverter defibrillator (ICD) device in preparation for a computed tomography (CT) scan. The programmer was powered off and then restarted, but after a while, the same touch screen unresponsiveness reoccurred. The programmed settings of the ICD device were able to be successfully changed prior to as well as after the CT scan by repeatedly restarting the programmer. There were no adverse patient effects. The programmer will be returned for analysis.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.